Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') and uterine polypectomy ('surgery (other) type of surgery: myosure procedure') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, back arthritis, palpitations, arthritis, fibroids, cesarean section and perineal pain. Previously administered products included for an unreported indication: loestrin. Concomitant products included amitriptyline hydrochloride (amitriptyline), ascorbic acid;biotin;calcium;chromium;cholecalciferol;copper;folic acid;iodine;iron;magnesium;malpighia glabra fruit;manganese;molybdenum;nicotinamide;pantothenic acid;phytomenadione;pyridoxine hydrochloride;retinol;riboflavin;selenium;vitamin b1 nos;vitamin b12 nos;vitamin e nos;zinc (multivitamin active woman), cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d), diclofenac, levonorgestrel (mirena) and naproxen. In 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/ period pain"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced mood altered ("hormonal changes describe: mood") and headache ("hormonal changes describe: headaches/ headache"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient underwent uterine polypectomy (seriousness criterion medically significant) and experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition- acid reflux"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), uterine pain ("uterus pain - during menstrual cycle"), thyroid disorder ("thyroid issue"), abdominal distension ("bloating") and arthralgia ("hip pain/ joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, uterine polypectomy, dyspareunia, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease and allergy to metals outcome was unknown and the back pain, mood altered, headache, migraine, nausea, dysmenorrhoea, alopecia, uterine pain, thyroid disorder, abdominal distension and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood altered, nausea, thyroid disorder, tooth disorder, urinary tract disorder, uterine pain, uterine polypectomy, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Coils seem to be in place, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, dysmenorrhea, thyroid disease. Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet and medical records received- previously reported event injury updated to more specified events - lower back pain, hormonal changes describe: mood, hormonal changes describe: headaches, abnormal bleeding vaginal, menorrhagia, bladder disorder, urinary problems disorder, migraines, nausea, dental problems, dysmenorrhea (cramping), surgery (other) type of surgery: myosure procedure, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition: acid reflux , hair loss, nickel allergy, abdomen pain, , uterus pain - during menstrual cycle, thyroid issue, bloating, hip pain/ joint pain. Reporter, lab data, medical history, concomitant and historical drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.